Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a pump error alarm. The blood glucose level was 155 mg/dl. The customer reported that insulin pump alarm pump error to change the battery and customer changed it and he tried to rewind and he got a pump error. The customer stated that insulin pump restarted and he did rewind again and gets same alarm. The troubleshooting was performed. The customer states they are not able to rewind the pump. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue use of the pump and revert to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarm, power loss alarm or pump error 37 noted during testing.